Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "deflation".

Event description:
Healthcare provider reported a right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, broken on posterior, missing piece of the shell and brown particles in fill channel. Leak test and microscopic analysis was performed which identified: the leak test is not performed because the shell is broken, striated broken on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare provider reported a right side deflation. The device has been explanted and replaced.